Event description:
There was excessive fluid removed from a patient during a hemodialysis treatment. About 35 minutes into the treatment, the patient became unresponsive and hypotensive. They were given a total of 700 cc. Of saline. Patient was transferred to another machine but was not weighed at this time. The machine indicated that 74 ml. Was removed. After one hour, they complained of severe cramps so treatment was terminated. The second machine showed that 744 ml. Was removed. Based on the reported pre and post weights and the total removed indicated by both machines, there was a weight loss variance of about 2.1 kg. There was no serious injury/illness.